Event description:
It was reported by service report that the outer x frame is cracked. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Outer x-frame.